Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3 of the initial report. The correct aware date of the initial report (report reference number: 3002808148-2024-31053-00) is 18-dec-2023. Updated fields: d8, d9, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the customer's reported failure is a defective cable. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had flashing light when illuminated. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had flashing light when illuminated. The intended procedure was completed with a similar device. There were no reports of patient harm.